Manufacturer narrative:
Patient is noted as very thin, bmi ~20.

Event description:
It was reported that patient underwent right hip open reducation internal fixation procedure due to periprosthetic fracture; deemed alval related. Patient was dancing, started to turn and the right hip snapped and gave way.

Manufacturer narrative:
It was reported that right hip internal fixation surgery was performed due to periprosthetic fracture. Both bhr devices remain implanted with internal fixation devices around a femoral fracture site. As of today, additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. A (B)(6) female underwent a bilateral birmingham hip arthroplasties (right, then left) ~11 and 10 years ago respectively, due to arthritis with acetabular dysplasia. An orif was performed approximately 8 years post right hip implantation, following a peri-prosthetic intertrochanteric fracture below the right bhr implant which occurred while the pt was dancing. Intra-operatively, a cyst was observed, removed and sent for specimen; no malignant cells were noted. MRI images were obtained post-orif which reported findings of diffuse alval/metallosis 2 grade to the right bhr prosthesis with a large deposit of metallosis along the inferior margin of the neck of the prosthesis. The MRI was also reported that there was alval/metallosis of the left hip resurfacing mom prosthesis, and erosion due to metallosis in the left greater trochanter. The left bhr was revised to standard tha 8 months following the orif. The provided lab reports do not note any metal ion levels. It is unclear whether the reported findings correspond to an increased amount of wear on the bearing surfaces, as the devices are not available for analysis and no radiographic images have been provided. The clinical root cause of the revised bhr devices is alval with cyst lesions in the left and right, and attributed to the pathologic fracture in the right, however the definitive source causing the alval/metallosis is not known. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The available information suggests the activity levels of the patient could have contributed to the adverse event root cause for the right hip fracture and subsequent open reduction internal fracture fixation, however the without further information this cannot be confirmed fully. No preventative or corrective action has been initiated as a result of this investigation.